Event description:
Anonymous user facility voluntary medwatch received from cdrh that stated: "shift total that appears on pca pump did not match the amount of medication used from the morphine syringe in the pca pump. There was more medication left in the syringe then indicated used by the patient. No harm to the patient." Due to the anonymity of the report, no add'l info could be obtained.

Manufacturer narrative:
(B)(4). The device was not identified by serial number; therefore, it will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).